Event description:
It was reported that a tsb35 was used during a laparoscopic colon. It was reported by the affiliate that the instrument fired and worked properly the first time. On 2nd firing with a white reload, the instrument would not fire.